Event description:
The customer reported that there were no audio alarms for leads off or pads off during preventive maintenance. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.